Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens, but the foam tip plunger overrode and tore the lens. There was pt contact, but no injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.